Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that non-sustained right ventricular oversensing occurred due to post paced t wave oversensing. The oversensing was noted on a real-time egm (electrograms). The patient did not receive therapy during the oversensing. Programming changes were discussed but not made. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.